Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced two low blood glucose levels, with one that they were hospitalized for. The customer was assisted with low blood glucose troubleshooting. The customer stated that the day of the call, they had a meter reading of 250mg/dl, which they treated for but stated that they were really at 49mg/dl. The customer stated that high blood glucose eventually went to 21mg/dl and his wife treated him with sugar. The customer's blood glucose at the time of the call was 90mg/dl. The customer proceeded to give details about that hospitalization for a low blood glucose level of 29mg/dl on (B)(6) 2017 at 5:00 a.m. The customer that they had seizure in the middle of the night. The customer stated that their meter was telling them the their blood glucose was higher than it was. The customer was given a glucagon shot and was wearing the insulin pump during hospitalization. There was no indication that the insulin pump was over delivering insulin. The customer was advised to contact healthcare professional to discuss possible causes of low readings. The insulin pump will not be returned for analysis.